Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as no malformed staples were noted during functional testing. No unusual noises were heard during testing. No cutting issues were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the third or fourth firing of the device the staple line was incomplete. There was a force to fire the device. There was a strange sound heard when fired. The firing sequence was completed, however, the device only cut 4-5mm and stapled just beyond that. It appeared that the tissue was pushed out of the jaws. Upon examination of the staple line, all of the staple were malformed. Some had one side in the ¿b¿ shape and the other side was completely flat. Some of the other staples were smashed with no ¿b¿ shape at all. The device had a gold reload. The case was completed with another device of the same product code. All known information has been reported. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.